Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report: 1627487-2013-13590. The pt reported, he has stimulation, however, he was experiencing some burning sensation while charging during the last month. The pt stated, he needed to charge everyday for approximately 3 hours. He uses his stimulation continually and has to stop charging before the ipg is fully charged because, it would get too hot. The pt also stated, he does not always use the pouch when he charges. The pt was advised to always use the pouch while charging. A follow-up meeting with the pt will be scheduled to swap his charger out for a new low energy charger. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.